Event description:
It was reported that a patient underwent a fascia closure procedure on (B)(6) 2011 and suture was used. The needle pulled off of the suture during tissue passage. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Test results (visual inspection and needle pull) of sterile samples met requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.